Event description:
The complainant from biomedical team reported that automated impella controller (aic) displayed a failure alarm. There was no patient involvement.

Manufacturer narrative:
The impella console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.